Event description:
The reporter stated that the catheters would not pass through the ip2 pmo double lumen bolt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.